Manufacturer narrative:
Batch review performed on 23 november 2021: lot 135428: 100 items manufactured and released on 29-jan-2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, 99 items of the same lot have been sold without any similar reported event since 2017. Clinical evaluation performed by medical affairs manager: femoral component revision performed 7 years and 8 months after primary cementless total hip arthroplasty in a young woman ((B)(6) at time of implantation). No information concerning patient general health status and level of activity is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
At 7 years and 8 months after the primary surgery, the patient had revision surgery due to stem mobilization.